Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device and revealed high resistance/impedance, one - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2010 09:00:10. Weekly high ventricular-lead impedance trend data show various spike increases for minimum and maximum superior vena cava defibrillator impedance = 105 to 230 ohms range between (B)(4) 2010 and (B)(4) 2012.

Event description:
It was reported that the superior vena cava (svc) coil impedance has been varying ever since the device was changed out. It was further reported that the physician believes the varying impedance may be due to a loose set screw. The physician has decided to continue to monitor the patient. Both the lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported the physician planned to plug the rv pace/sense portion of the lead into the right atrial port. The patient has chronic atrial fibrillation and doesn't require an atrial lead. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event. Product event summary: d224trk. Device was returned and analyzed. Analysis of the device revealed normal battery depletion.